Event description:
It was reported during an ablation procedure, the array catheter was deployed in the rvot and while maneuvering, the livewire tc ablation catheter around the array catheter to reach the target spot for ablation, the wall of the rvot was accidently perforated by the livewire tc catheter. The patient's blood pressure dropped and an echocardiogram was performed, which verified a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. The doctor feels that he mishandled the catheter which caused the perforation and does not believe it was a malfunction of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. This device was expired prior to use. The cause for the reported cardiac perforation cannot be determined. (B)(4).